Event description:
The event is reported as: the customer alleges that the unit will not power on. No patient injury reported.

Manufacturer narrative:
The device sample was not returned for eval at the time of this report.